Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call that they experienced high blood glucose level as well as diabetic ketoacidosis. Customer¿s blood glucose level was 97 mg/dl at the time of incident and current blood glucose level was 280 mg/dl. The customer provides details on symptoms related to the high blood glucose level episodes such as nausea. Customer was treated with manual injection. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was using auto mode. Troubleshooting was not performed for high blood glucose level and stated that the insulin pump was working fine. The device will not be returned for analysis.